Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead experienced t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead experienced t-wave oversensing. The lead remains in use. It was later reported that the patient continued to have t-wave oversensing. Reprogramming was conducted and the lead remains in use. No patient complications have been reported as a result of this event.